Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit (apl) valve was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient involvement.